Event description:
It was reported that a couple of years ago, a patient died because they did not get their implantable neurostimulator (ins) replaced. The patient had hyperpyrexia parkinsonism and the outside neurosurgeon was concerned about an underlying systemic infection and refused to replace the battery. Eventually, the patient's sister contacted the healthcare provider (hcp) after several days and requested the patient to urgently be transferred to their hospital to have the ins replaced emergently. Unfortunately, the patient was in really bad condition when they got the patient and died a few weeks later despite getting their battery replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.